Event description:
It was reported that the pt's generator had been set to settings indicative of an interrupted system diagnostic test at the time of device replacement surgery. It is unk if these settings were intended or not, but as they are not typical settings and are indicative of an interrupted system diagnostic test, a computer software error is suspected. The pt was set to these settings following surgery. Attempts for further info have been unsuccessful to date.